Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device had abnormal pacing during a patient use. When a 12 lead cable or 2 lead cable is used, the device is putting excessive artifact on the ECG. There was no reported adverse patient impact.